Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.0/2.5/104 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced excessive vault and significant reduction of irido corneal angles. The lens remains implanted. Cause reported as device.

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.0/2.5/104 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was removed and on the same day different surgery a replacement lens of shorter length lens was implanted due to excessive vault and significant reduction of irido corneal angles. The replacement did not resolve the problem. "Vault still seems too high." Cause reported as device. See MFR # 2023826-2022-00826. D6b- (B)(6) 2022. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).